Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that on (B)(6) 2026, the patient appeared to have pain, so the manufacturer representative changed the setting from group b to group c. However, no stimulation was felt and slight pain remained. When it was changed back to group b it immediately returned to group c. The representative clarified that the settings changed unexpectedly. On (B)(6) 2026 at 11 p.m. The battery was charged to 100% and by 8 a.m. The following morning, the battery level decreased by only 10%. Previously as well, after 20 hours the battery decreased by only about 30%. With groups a or b when charged to 100%, the battery did not last 24 hours. Instructions were provided for changing from group c to group b, and it was confirmed that the change could be made. After selecting group b, the "ok" button was pressed, but it appeared that the change had not been confirmed on the home screen, and it was explained that the "ok" button might not have been properly activated. It was explained that depending on the treatment program, stimulation might not always be felt, and adjustments should be made based on symptoms rather than the presence or absence of stimulation. It was also explained that battery depletion could vary depending on the program. The patient reported that they would return to group c and change the intensity from 4.5 to 4.6 to observe the situation, and the call was concluded. Additional information received from a manufacturer representative. It was reported that the cause of the settings changing, lack of battery depletion, and lack of stimulation was not determined. No further actions had been taken, and it was noted that it was unknown if the issues were resolved; if there was further contact from the patient to the healthcare facility, there might be further actions at that time.

Manufacturer narrative:
G2: the country of origin is japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.